Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units, as the pump showed 60 units while the expected fill was 110 units. There was no adverse impact to the customer¿s blood glucose level. Customer waited until the next day, which corrected the discrepancy, and was instructed to call back for further troubleshooting if the issue recurred. An email with links to cartridge load resources was requested and acknowledged by the caller.